Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of an 18 g powerglide pro was returned for evaluation. An initial visual observation of the photograph showed a guidewire protruding from the needle although the purple slider was not advanced. The guidewire was observed to be unraveled which suggests the core wire is broken. Use residue could be seen on the sample in the returned photograph. No further details of the damage could be discerned in the returned photograph. While the exact cause of the observed damaged guidewire could not be determined from the returned photograph, possible causes of the damaged guidewire include inadvertently advancing guidewire into tissue, advancing/withdrawing against resistance, and excessive tensile (pulling) force. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the rope of the aforementioned device failed at the time of placement, it stretched making it impossible for the catheter to progress, which is why the device could not be inserted. Additional information received on june 23: "during the placement of a midline intravenous device, power glide pro, during puncture, the nitinol cord opens and thins, making it impossible for the catheter to move through the cord, which produced puncture in the patient, the impossibility of catheter placement, delay in the start of intravenous treatment in the patient". 10/11/2023 - the guidewire of the returned photo sample was observed to be unraveled, suggesting the core wire was broken.